Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. The motor device was evaluated and the reported condition that the device was overheating was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device would run in the locked position, the hose was damaged, the device had insufficient/low power, and the device was making excessive noise. It was further determined that the device failed pretest for rotational speed, noise assessment, safety assessment, and hose verification. The assignable root cause of these conditions was determined to be traced to component failure due to normal wear.

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. (B)(4).

Event description:
It was reported from (B)(6) that the motor device had an overheating issue. It was further reported that the device handle was hot. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.